Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The investigation determined a conclusive cause for the reported defective device-shortened and stretched-stent cannot be determined. A conclusive cause for the reported thrombosis and occlusion, and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of thrombosis and occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional malfunctions reported in the article are captured under separate medwatch report(s)¿ literature attachment: article title ¿navigating complexity: the supera¿s triumph in femoropopliteal lesions¿. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant is estimated.

Event description:
It was reported in a research summary article that the femoropopliteal sector is particularly affected by peripheral arterial disease. The supera self expanding stent (ses) has a unique interwoven nitinol conformation providing greater radial strength, flexibility, and fracture resistance than conventional self expanding stents. The single center retrospective cohort study included 79 patients who were treated with a supera ses from january 2015 to december 2020. Stent patency rates were the main outcome considered, including thrombosis/occlusion, stent conformation (compressed or elongated) which contributed to intervention, as well as amputation free survival rates. The median follow up time was 28 months. It was found that overall, the supera stent is changing the endovascular treatment of femoropopliteal lesions, and the only characteristic that affected the results was the conformation of the stent after deployment. Additional details can be found in the article "navigating complexity: the supera¿s triumph in femoropopliteal lesions".